Manufacturer narrative:
The devices were not returned for analysis. Reviews of the lot history record and lot specific similar complaints could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the material separation could not be determined. The embolism/embolus appears to be a cascading effect of the material separation. Additionally, the reported patient effect of embolism/embolus is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling madded exception # (B)(4).

Manufacturer narrative:
Date of event, implant date: dates estimated., the devices were not returned for analysis. Reviews of the lot history record and lot specific similar complaints could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the material separation could not be determined. The embolism/embolus appears to be a cascading effect of the material separation. Additionally, the reported patient effect of embolism/embolus is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 1 embolism from delivery system component event which is considered a serious injury. The relationship of the adverse events to the mitraclip device could not be determined based on the limited data received from the registry. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.